Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 26 mg/dl. It was stated that the customer had been experiencing low blood glucose levels for three weeks. It was also stated that the customer did not eat a good dinner on the night of the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. The caller stated that the insulin pump was not exposed to exposed to high magnetic fields. The caller did state that the customer does the manual prime while being connected to the infusion set. Advised the caller to never be connected to the infusion set during the manual prime as the reason for this prime is to make sure that insulin is exiting, and the customer will not be able to see the insulin if it's connected to him. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.